Event description:
On (B)(6) 2011, daughter's blood glucose result at 3:00 am with an accu-chek aviva system was 40 mg/dl; she disconnected her animas insulin pump at 3:05 am. Daughter's boyfriend gave her a peanut butter sandwich and juice. Mother stated daughter was unable to self-treat due to her diabetic state, but was able to eat and drink on her own. She did not test her blood glucose after eating, went back to bed. She was unresponsive when boyfriend tried to wake her at 6:00 am. He called her mother and then 911. At 6:15 am, emts arrived. Her blood glucose result on their meter was 24 mg/dl at 6:20 am. They treated her with IV dextrose and transported her to a hospital, where her blood glucose result at 7: 15 am was 130 mg/dl. She was not admitted and she left the hospital at 10:00 am. Daughter's last dosage of novolog was 1.01 units from her animas pump at 3:00 am. The animas insulin pump mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).